Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having problems with their communicator on friday night into saturday morning. The patient stated that the bluetooth light would blink continuously and they could not get a bolus at all. The patient mentioned they were going through menopause and did not sleep a lot, so they were not able to use it at all on friday or saturday. Per the patient, they plugged the handset and communicator in, but the next day it did not work in the morning or afternoon even though it was blinking blue continuously. They were finally able to connect to the pump, but it took forever to get the bolus. While on the call, the patient mentioned that they were able to bolus about a half hour ago. The patient confirmed the handset had not been dropped or wet. The patient also mentioned they noticed about 2-3 weeks ago that the connection between the controller and the pump had been getting slower and slower. The agent assisted the patient in clearing patient data service and connecting to the controller. The patient was going to monitor and call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.